Manufacturer narrative:
Correction to h7 and h9 of the initial medwatch: the legal manufacturer has confirmed the event is not associated with any remedial actions. The fields should have been left blank as they do not apply.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it was confirmed the issue was caused by a faulty printed circuit board. However, the specific cause of the faulty printed circuit board was not established at this time. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high flow insufflation unit pressure was not maintained. There were no reports of patient harm.

Manufacturer narrative:
H9 correction and removal number: 3002808148-10/09/202-001-c. The device was returned and the evaluation found a faulty main board that displayed backup data abnormal (error code e05) and excessive pressure when inflated-pressure sensor abnormality (error code e03). Should additional relevant information become available, a supplemental report will be submitted.